Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the tip cover was burned, and the cause of the event is presumed to be the use of a high-frequency instrument positioned too close to the tip of the device. The distal end pinhole is likely due to operational failure or material deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a distal-end pinhole, and the tip cover was burnt. There was no patient involvement.